Event description:
Related manufacturer report number: 2017865-2023-15652. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. It was reported that during the procedure the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.